Event description:
It was reported that as the technician was rotating the c-arm using the c-arm switches it continued to rotate once it reached the desired position. The tech tried to reach the rotation switches to try to stop the rotation. This caused her shoulder to be in an awkward position. Her shoulder was sore for few days. She received no medical attention and just wanted us to know about the switches. The technicians were instructed to use the emergency stop buttons going forward. It was determined that the switches needed to be replaced; once that was done, the unit is working as intended.